Event description:
The customer reported that the companion 2 driver exhibited a "system malfunction" alarm while supporting a patient. The patient was switched to the backup driver without adverse impact. After the patient was switched to the backup driver, the customer performed a companion 2 driver system check and the driver passed. This alleged failure mode poses a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided ina supplemental MDR.